Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported inflation issue was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported inflation issue and noted balloon rupture appear to be related to operational context. Return device analysis noted a longitudinal rupture from the proximal balloon marker extending distally into the balloon working length. Possible factors that could contribute to balloon material ruptures include, but are not limited to, inflation technique, interactions with other devices or patient anatomy. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the noted balloon rupture and subsequent gave the impression of an inflation issue as the balloon would not inflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the iliac artery. The 5mmx40mm armada 35 balloon dilataton catheter was advanced to the target lesion for pre-dilatation; however, the balloon failed to inflate. The device was removed, and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.